Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing discomfort of their jaw, uncomfortable sensation in her midface and uncomfortable bite. Patient was examined by orthodontist. With the results of the exam and radiographic findings the specialist advised that the patient discontinue aligner wear immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.